Event description:
Boston scientific received information that the pacing thresholds on this right ventricular (rv) lead were different in vvi and ddd settings. The pacing thresholds were at 2.1 volts at 1.0 milliseconds (ms). Chest x-ray revealed that rv and atrial lead remains in place; however, it was believed that the left ventricular (lv) lead had moved when the patient had an atrioventricular (av) node ablation. All lead impedances and sensing were within range. The rv output was then reprogrammed. Additional information was received at a later date indicating that this lead exhibited increasing thresholds and had dislodged. This lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.